Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: clip applier blocked, no clips came out. They took a new ca500. Intervention: device replacement. Patient status: patient is ok.